Event description:
The neurostimulator was implanted in 2009. The elective replacement indicator appeared the following month, during a programming session. Impedances were within normal limits. Five programs were available, employing 4-6 electrodes, amplitude between 6.6 and 10.2 volts, pulse width 300-450 micros seconds. The implantable neurostimulator was replaced and the patient had good stimulation afterward. There were no lead abnormalities.

Manufacturer narrative:
The implantable neurostimulator lead and extension have been returned to the manufacturer for analysis which is not complete as the date of this report. A follow-up report will be sent when the analysis is complete.